Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2020. On (B)(6) 2020, the catheter connector was re-connected properly using a catheter connector repair kit. On (B)(6) 2020, infusion could not be performed and then, the catheter was flushed. During flushing, leakage near the catheter connector connection was found.